Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the site that the patient presented to the clinic with fever and a temperature of 38.1. They also presented with a headache and purulent discharge from driveline site and increasing pain over the area. It was stated that blood work, wound swab and ultra sound were done. It was stated that the patient was hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that on (B)(6) 2017 the patient was home when they had diarrhea and fever. Patient was hospitalized with a temperature of 38 degrees. It was stated that an abdominal ultrasound was performed, and the results were a 26 x 15 x 7 mm sized collection in the subcutaneous plane without deeper extension. Also, patient was diagnosed with bacteremia- streptococcus mitis group that was from the driveline. C-reactive protein (crp) increased to 100. No further patient complications have been reported as a result of this event.